Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported the pressure valve failed during extended self-test (est) that generated a 3122 (relief valve cracking pressure out of range) error code. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The service support performed an evaluation and confirmed the reported problem. The service support then adjusted the pressure relief valve that corrected the problem. Performed pass performance specification test after the repair, which the unit passed successfully.